Event description:
It was reported to philips that the flexvision pc failure caused loss of imaging during use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision 2 pc no hdd and verified system operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).